Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open low anterior resection, a small bleeding was noticed. It was unsure if the bleeding was from the staple line. They wanted to check someone else had same problem with the same reload and same lot number. Drainage was done to resolve the issue.